Event description:
According to a clinical study, a mesh was placed using a non-absorbable suture and an absorbable tack during a laparoscopic intraperitoneal repair for an eventration and strangulated hernia one month post right nephrectomy. Postoperative to mesh insertion, the patient always felt sharp, stabbing pain on the right side. A computed tomography (CT) scan found that the mesh dislodged and turned backwards. The surgeon intended to put a plate, but did not proceed since the vesicle was removed during the surgery. On november 2024, the patient was diagnosed with fibromuscular dysplasia ehler danlos with aneurysms, skull, coronary arteries and abdominal arteries, so the surgeon did not recommend intervention unless emergency. The patient was advised to put on a belt, though the patient reported that it caused even worse pain. The event caused patient depression.

Manufacturer narrative:
Correction: b2, b5, b7, h1, h2 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: pco12fx, pco12fx parietex pcox rnd thr 12cm x1, (lot number: pth1510m) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a clinical study, a mesh was placed using a non-absorbable suture and an absorbable tack during a laparoscopic procedure for a direct subcostal strangulated eventration postnephrectomy. Postoperative to mesh insertion, the patient was experiencing sharp, stabbing pain on the right side, above the non-inducible lumbotomy scar. The patient was advised to wear a belt, which only made the pain worse. It was also found that the mesh turned backwards. The event led to patient depression.